Event description:
The customer reported a fluid leak of approximately 20ml from the blood sampling valve (bsv) on a coulter lh 500 hematology analyzer after changing the diluent reagent. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Customer technical support (cts) did troubleshooting with the customer via telephone and the customer could not find the source of the leak after cycling the bsv, finding no disconnected tubing from fittings and finding the sheath tank filled with fluid. Service was then dispatched to the site for issue. The customer later called cts back and cancelled the service visit. The customer stated that they tightened the bsv knob that was loose, resolving the leak. Field service was not dispatched to site for this event. (B)(4).